Event description:
Neck fractured. Hospital disposed of the explants and records for patient have been archived. Surgeon will have some difficulties retrieving information.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. Additional information has been requested. This event occurred in (B)(6).